Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19634. It was reported that a patient presented in clinic. During analysis, the patient's right atrial (ra) and left ventricular (lv) leads had high capture thresholds. The patient was asymptomatic. The patient's ra and lv lead were explanted and replaced. The patient was stable throughout.